Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The field service technician could verify that device would not power on with ac, but was not able to verify that device would not power on with ac and dc. The device would still power on with dc. The technician replaced the eos power supply pcba to repair device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced eos power supply pcba at the product assessment center (pac) and confirmed that it had a blown fuse. This would cause the device to not recognize ac power, however device would still be able to power on with dc. A conclusive cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.